Manufacturer narrative:
The corresponding test were not performed due to the units involved were not returned for analysis. For that reason it was not possible to confirmed the alleged event. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Establishment labs will continue monitoring for similar complaints/trends.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. No additional information is available at this time. Reason for complaint: alleged device rupture.

Event description:
Allegedly, there was a bilateral rupture after implantation.